Event description:
The customer reported system failure errors upon power of the device. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.